Manufacturer narrative:
Results: the pet lock was intact and compressed on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The pusher assembly was kinked approximately 82.0 cm from the proximal end. The pull wire was completely retracted out of the distal detachment tip (ddt). There was no visible damage to the introducer sheath. Conclusions: evaluation of the returned device revealed that the pc400¿s pusher assembly was fractured, the pull wire was completely retracted out of the ddt, and the embolization coil was detached. Fracture of the pusher assembly typically occurs due to improper handling during removal from the packaging hoop. If the pusher assembly is forcefully handled at extreme angles during removal from the packaging hoop, it may become fractured. If the pusher assembly becomes fractured, it may allow the pull wire to retract out of the ddt, which would cause the embolization coil to detach. The embolization coil was not returned for evaluation. Further evaluation revealed that the pusher assembly was kinked. This damage was likely incidental and may have occurred while packaging the device for return. Further evaluation of the pc400 revealed that the pet lock was compressed on the proximal end of the pusher assembly. This type of damage likely occurred from forceful handling during preparation. There was no visible damage to the introducer sheath, and the friction lock seated properly on the pusher assembly mid-joint. The root cause of the pc400 being out of its introducer sheath upon removal from its packaging hoop could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician noticed that approximately half of a penumbra coil 400 (pc400) was already out of its introducer upon removal from the dispenser hoop. While attempting to re-sheath the pc400, the physician experienced resistance and was unable to re-sheath the coil. The defective pc400 was found prior to use and therefore, was not used for the procedure. The procedure was completed using six new pc400's.